Event description:
The caller reported that a customer was attempting to ventilate a pt during a cardiac arrest and was unable to ventilate due to the inner cannula on the fenestrated tracheostomy tube was fenestrated also. It was also reported that during the code, they were manually bagging the pt and the code was successful. The caller states that the customer was not aware that the fenestrated tracheostomy tubes come with fenestrated inner cannulas. The caller was unsure specifically which tracheostomy tube it was, but stated that it was a size 6 and fenestrated and reusable.

Manufacturer narrative:
The tube was discarded and therefore not available for failure investigation. The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Please refer to page three of this report for continuation of additional manufacturer's narrative.